Event description:
During a routine shift check by a clinician, the device displayed a "bridge test fail "message. Complainant indicated kthat there was no patient kinvolvement in the reported malfucntion.